Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that his onetouch ultra smart meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue first began on (B)(6) 2017. The patient stated that he obtained an alleged inaccurate high result of ¿197 mg/dl¿ on the subject meter, he reported that he later developed symptoms of ¿tremors, unsteady on his feet, dizzy and his vision had a halo¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes with insulin (no adjustments) and reported that on an unspecified time ¿later that day¿ after these symptoms began he retested his blood and obtained a blood glucose result or 162 mg/dl. The patient stated that he self-treated the symptoms with food/drink ¿ ¿ate a candy bar and felt better¿. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. The test strips were stored correctly and within their expiry date. The patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.